Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a caller regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Information was reported that the caller stated that the patient could not get his ins to turn on with his patient programmer (pp). The caller stated the patient is in the shower and is not available for troubleshooting. It was suggested that the patient call back to verify if it is working as it should. The caller stated she will call back with the patient and equipment to troubleshoot programmer and recharger. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient and unknown caller called back again with issues on the remote. The patient's ins is too low to turn on stimulation. The patient has less than 1/4 battery. It was advised to charge and had the callers set up the charging system. The patient was getting 4 boxes while on the call and 8 during the end of the call. The patient was again advised to charge until 1/2-3/4 and then the ins can be turned back on. No further information was reported.

Event description:
Additional information received from the patient reported that reason they were unable to turn the ins on was that they did not know how to. The ins started up and was working without issues after the patient was educated on its use. The issue was considered resolved. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.